Event description:
It was reported that a device was used during a laparoscopic gastric by-pass. The ancillary trocar broke while being placed in the gastric pouch. Another device was used to complete the case. There was no consequence to the patient.